Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating that the replacement programmer antenna resolved the reported issues.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37092, lot# serial# unknown, product type: accessory. Date of event is an approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that there was poor communication screen on the patient programmer. Patient reports the patient programmer is not working. The patient thinks the patient programmer antenna is broken because what happens is that when he has patient programmer antenna attached to patient programmer he is unable to communicate. Patient states he has to unplug the antenna and use the patient programmer by itself in order to communicate. A day later, the patient states they received the replacement patient programmer and they plugged the old patient programmer antenna into it but it still will not communicate that way and it connects okay with the patient programmer antenna disconnected. The antenna was reported to be damaged and there was a communication failure with it. A replacement patient programmer antenna was sent to the patient. No symptoms were reported. No out of box failure was reported. No further complications were reported or anticipated.